Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's air in line is unresponsive. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with primary reported problem of air in line error. Alarm history was reviewed and showed air in line alarm. Service history showed no history of repairs. Functional testing confirmed primary problem, and probable cause was the air sensor. The air sensor was replaced, and unit was running normally at the time of the report.